Manufacturer narrative:
Section a patient information cannot be provided due to china's personal information protection law. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, the 840 ventilator screen went black and the unit did not continue to deliver breaths. The device was not available for evaluation. The third party service personnel inspected the ventilator and found the unit had a potential fault in the power supply. With the available information, the cause of the reported event was isolated to a potential fault in the power supply. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, the 840 ventilator screen went black and the unit did not continue to deliver breaths. The patient was removed from the ventilator and placed on an alternate ventilator without injury.